Event description:
Unomedical reference no.(B)(4). Event occurred in the united states. On (B)(6) 2024, patient has reported infusion set tubing detached from hub. Infusion set was in use for 3 hours. Caller replaced infusion set and resumed insulin successfully. No further information available.